Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high superior vena cava (svc) coil and rv coil impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.